Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Reportedly, the issue resolved and the customer successfully filled the cartridge. There was no adverse impact to customer's blood glucose level.